Event description:
Procedure type: unk. According to the rptr: during a demonstration, inserted trocar into cannula, seal broke. No pt involvement. No pt injury was reported.

Manufacturer narrative:
Date initial report sent: 04/13/2009.